Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. During functional testing of the clip delivery system (cds 0215435/(B)(4)), the m/l knob was turned and the tip deflected correctly. There was no difficulty noted during insertion of the cds. After straddling was performed, the m knob of the cds was turned, but the clip turned up instead of down. This occurred in the left atrium. There was no resistance noted when turning the m/l knob. Several attempts were made; however, the clip continued to turn in the opposite direction. The decision was made to remove the cds. During removal of the cds, the clip became stuck with the soft tip of the sgc. Troubleshooting techniques were performed and the cds was removed successfully. It was confirmed that the blue marker lines were aligned correctly. Two additional cds's were used to complete the procedure and the mr grade was reduced to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: clip delivery system (cds 10215435/(B)(4)), lift, support plate, stabilizer the device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The cds device referenced is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). Evaluation summary: the investigation included a review of the reported event details, a review of the device manufacturing records, an assessment of the complaint history and a thorough analysis of the returned device. A review of the manufacturing records for this lot revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaints in the electronic complaint database for the reported lot did not indicate any other similar incidents. The steerable guide catheter (sgc) was returned and a visual inspection of the device was performed. During the visual inspection of the sgc, blood was observed on the shaft, the knob and the hemostasis valve of the sgc. The sgc was observed to have tears in the soft tip between 4 -5 o'clock positions. Inspection of the soft tip of the sgc under the keyence microscope confirmed that there was no material missing from the soft tip. There was no other damage observed to the device. Based on the information reviewed and the evaluation of the returned device, the potential cause for the torn soft tip was most likely due to the secure attachment of the clip on the soft tip of the sgc during removal.